Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a sensor wire and polaris ultra stent during the same procedure. Refer to manufacturer report# 3005099803-2021-05266 for the other associated device information. It was reported to boston scientific corporation that a sensor wire and polaris ultra stent was used during ureteroscopy procedure in the kidney performed on (B)(6) 2021. During procedure closure, the technician encountered resistance when attempting to pull the guidewire out and physician instructed her to continue. The guidewire tip tore the entire length of the stent. Upon removal, it was noted the guidewire corewire tip was broken inside the patient when wire was being pulled out. The procedure was completed with a new polaris ultra stent and sensor wire. There were no patient complications reported as a result of this event.